Event description:
Medtronic received information that pump error 53 occurred. There was an allegation of hyperglycemia as a result of this event.

Manufacturer narrative:
(B)(4). S/w version 5.2a. Retainer ring =black. Customer returned pump for an alleged pump error 53 found on (B)(6) 2022. Alleged high bgs noted. Unit passed the self test and displacement test. No alarms occurred during testing. Test p-cap locked into reservoir tube successfully. The history download confirmed pump error 53 due to software error found on (B)(6) 2022 at 00:52:01.000. The formatted history file confirmed pump error 53 alarm (line number 5706 file number 632). Problem isolated to the electronic assembly as per global logic analysis (esf#3764385). Pump was cut open and no anomalies noted on the electronic/motor assemblies during visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay. In summary, customers alleged pump error 53 was confirmed due to hardware issue, problem isolated to the electronic stack. Unable to confirm high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.